Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During withdrawal, the balloon would not deflate so it had to be cut from the catheter to remove from the scope. The same problem occurred with the second and third cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.